Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was depleting faster than expected. In addition, it was reported that the customer experienced a low blood glucose level of 41 mg/dl. Customer declined to troubleshoot with tandem technical support.